Event description:
It was reported a patient with a 2.4 mm variable angle dual column distal radius locking plate in her wrist has a rash. The dermatologist is trying to determine if the rash is allergy related a chemical composition of the material has been requested. Attempts are being made to contact the dermatologist for the part number needed to respond to the request this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.